Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment. The display was replaced, resolving the reported complaint.

Event description:
The hospital reported that the unit had a blank display at bootup. There was no report of patient involvement.